Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the left ventricular (lv) lead exhibited high thresholds and became dislodged. The lead was removed and a different lv lead was utilized with the same results of high thresholds and lead dislodgement issues. The physician chose to remove the lv lead and replaced it at a later date with an epicardial lv lead. No patient complications have been reported as a result of this event.